Manufacturer narrative:
An event of a foreign body remaining in the patient post-procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of the device history record was unable to be performed as the lot number was unavailable.

Event description:
Related manufacturing number: 3005334138-2018-00384. A week following a successful atrial fibrillation procedure, a foreign "wire-like" object was confirmed stuck in the left ventricle. The patient reported chest pain and presented at the hospital where an echocardiogram and CT scan confirmed a "wire-like" object through the left ventricle. The fluoroscopy images from the procedure a week prior were reviewed and were consistent and additional fluoroscopy images were taken also confirming the foreign object. The day following, the patient underwent surgical intervention to remove the object and the procedure was successfully completed. The foreign body was confirmed and appeared to be a wire or piece of wire that was slightly flattened. As the patient presented the week following the procedure, the devices were discarded.

Manufacturer narrative:
Additional information revealed the MDR for this event was reported under the incorrect MDR report and manufacturing site. Corrected manufacturing site information has been provided. The correct MDR number is (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.